Event description:
It was recently reported that the pt's device was explanted due to high impedances. The pt was reimplanted with another advanced bionics cochlear implant. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.